Event description:
It was reported that there was high impedance and x-ray showed fractured on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performed destructive analysis and visual inspection found: proximal and distal segments conductor ends fractured in-vivo/ flexed.